Manufacturer narrative:
Device not returned.

Event description:
It was reported that an unexpected reset occurred. There was no adverse impact to the customer¿s blood glucose level but knew it was between 54 - 500mg/dl. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.